Event description:
Customer alleged the device caused them to go to the hospital in june of the previous year. Customer stated device = > 100 mg/dl and they took insulin. Customer indicated going into diabetic shock. Paramedics were called. Customer was transported to the hospital. Hospital device = in the 20s mg/dl. Customer was hospitalized for over one week. Controls were in range. A request was made for return product and replacement product was sent.